Event description:
(B)(4). The dentist reported that 40 days after the dental implant was installed in intraoral region #8, it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).